Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 150 units of insulin. The customer¿s blood glucose level was 300 mg/dl. Customer reverted to alternate pump for insulin therapy.